Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as ap.

Event description:
It was reported that the balancer calibration dialed are locked [ie. Will not spin]. The doctor wants them at millimeters and they are stuck on lcs numbers. Please send replacement sos to wnc office. The cutting block drill hole bound up and the pin is cold welded in place. Please send the replacement sos to wnc office. No additional information on either. No surgical delay.